Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump changed the time by a few minutes every day. The customer's blood glucose (bg) level was 447 mg/dl and a correction bolus was delivered to address the high bg level. The customer disconnected from the pump and reverted to long/short acting insulin to manage diabetes and the bg had been lowered to 234 mg/dl. The customer did not think the time change affected the bg level.